Event description:
It was reported that patient underwent direct current cardioversion procedure to treat atrial flutter. After the procedure, loss of capture was observed. The pacing threshold had increased significantly and was capturing intermittently. Decrease in sensing was also seen. It was noted that during the procedure, external pads were used 2-3cm away from the device. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.